Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08349 and 2134265-2013-08336. It was reported that automatic pullback failure occurred. During procedure, it was reported that the motor drive unit was not pulling back. The display appears normal and sled was recognized. Manual pullback was performed to complete the procedure. No patient injury or complications reported.